Manufacturer narrative:
Device evaluation: evaluation of the returned hm2 lvas device confirmed the presence of pump thrombosis. Pump was returned assembled with the percutaneous lead cut approximately 3 inches from the pump housing. The severed portion of the driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. Upon disassembly of the hm2 lvas a small, white thrombus was found adhered between the outlet stator bearing ball and stator vanes. The thrombus lacked laminated layering, suggesting that it did not initially develop in the outlet stator; however, its specific origin could not be determined. Although a duration of time for which it was present in the device could not be conclusively determined, the thrombus showed no evidence of denaturation and there were no concentric contact marks were noted on the rotor outlet section or the outlet bearing cup, suggesting that it was not present in the pump for a prolonged period of time. The evaluation could not determine a specific cause for the development of the observed thrombus formation. Evaluation of the remaining blood contacting surfaces revealed no additional adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Device was returning for evaluation. Approximate age of device - 5 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient underwent pump exchange due to suspected thrombus. The customer requested 2 explant kits. On (B)(6) 2019 additional information was received from the account and it was reported that the patient was admitted (B)(6) 2019. It was reported that prior the pump exchange that a discolored urine prompted the family to call the account and noted ldh elevated when patient was admitted. No current changes to patient conditions and it was reported that the diagnostic tests were unrevealing. No recent patient symptoms were observed and the patient still hospitalized recovering from pump exchange. The account confirmed that they were sending back the hm2 pump ((B)(4)) for evaluation of suspected thrombus. Patient received a vad exchange this past sunday ((B)(6) 2019). No further information was provided.